Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.1, lab: 3.0. One patient's meter inr high (4.1) vs lab (3.0) collected at the same time. Therapeutic range is 2.0-3.0. The patient's coumadin dose was adjusted as a result of the meter inr as the lab result had not yet been received.